Event description:
A customer reported via webform that a sensor error message was received on the adc device. Due to this, the customer was provided either insulin, glucagon and/or other medication by a third party for treatment. No further information was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is fully seated and no issues were observed on sensor patch. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 6 (indicating early termination). Event log 2 is an indication that the user attempted to activate the sensor, however, due to the tail not being properly inserted, the sensor was unable to be activated. Sensor state 6 with event logs 6 is an indication that the sensor had terminated due to an error. The observed event logs correspond to an issue with internal sensor components that result in sensor termination. The observed event logs correspond to memory corruption and can cause the values to not be displayed. No failure modes were observed upon visual inspection of the plug assembly. An extended investigation has also been performed on the returned sensor and no issues were observed. The sensor was successfully scanned and sensor state 6 was observed. It was determined the cause for sensor error messages at the time of activation was due to memory corruption in the ferromagnetic random-access memory (fram) section of the application specific integrated chip (asic). The pucks were found to contain event codes which correlate to memory corruption. Therefore, this issue is confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported via webform that a sensor error message was received on the adc device. Due to this, the customer was provided either insulin, glucagon and/or other medication by a third party for treatment. No further information was reported. There was no report of death or permanent injury associated with this event.